Event description:
Reportable based on device analysis completed on 19sep2025. It was reported that the device was unable to cross the lesion. The 99% stenosed target lesion was located in the right coronary artery. A 6mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not cross the lesion due to the severe calcification and tortuosity of the vessel. The procedure was completed with another balloon. There were no patient complications. However, device analysis revealed that the distal bumper tip was detached from the device.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. Visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination identified that the shaft polymer extrusion was stretched and elongated throughout. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. The distal bumper tip was detached from the device and not returned and microscopic examination of the break site found evidence of stretching.